Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl. Customer treated with an injection. Troubleshooting found that the customer needed assistance with priming and this was provided. Customer declined high blood glucose troubleshooting and indicated that they have spoken with their doctor and previously went through troubleshooting. No further details given.